Event description:
Patient was being transferred from bed to a wheelchair using maxi 500 passive floor lift when one of the leg clips on the sling detached. The patient slid out of the sling and as a result sustained head lacerations. Patient received staples. The patient did not require hospitalization. Both lift was inspected after the event, no malfunction was found. The sling had unreadable label; no malfunction was found.

Event description:
The resident was transferred from a bed to a wheelchair by using maxi 500 passive floor lift and non arjo clip sling. In the final phase of a transfer when the caregiver pushed of the spreader bar to guide resident into wheelchair, clip detached. As a consequence of the event the resident sustained laceration that required staples. After the event the device was inspected by arjo representative. The functional test did not reveal any malfunction. The arjo representative contact with the customer to provide additional information regarding event circumstances. The customer stated that the event was caused by use error. The sling was 'criss-crossed' during the transfer. While the resident was in bed, the caregiver manipulated the spreader bar, causing the sling to come loose.

Manufacturer narrative:
The customer address was added.